Event description:
(B)(4). Same case as MFR report #: 2134265-2010-05927. It was reported that during a coronary drug eluting stenting treatment procedure, the study stent did not fully expand. The patient presented with a myocardial infarction and was referred for cardiac catheterization. The index procedure treated the 95% stenosed, 3.75x28mm target lesion located from the proximal to mid left anterior descending (lad) artery. Treatment consisted of pre dilation and the placement of two taxus liberte study stents (3.0x16mm, 3.0x 20mm). Post ivus was performed revealing the stents were under expanded. Treatment consisted of additional post dilations with a non-compliant balloon resulting in 0% residual stenosis and timi 3 flow. A side branch occlusion of greater than or equal to 2mm occurred. No intervention was required. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, link, needles, and cuffs were not returned. Without the return of these components, the scope of this investigation was limited. Inspection of the suture indicated that its rail end was cut with the device cutter, suggesting that both needle deployment and suture retrieval were successful; however, it was detected that the suture knot broke. During testing, a proxy plunger was successfully inserted and retracted without any abnormal observations. Based on the investigation findings, the suture knot broke while being advanced to the arterial surface to close the vessel; however, the probable root cause for the suture knot break could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an unspecified device failure occurred. The device was removed and two additional proglide devices were used with the same results. The method of how hemostasis was achieved was not reported. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4). Devices #2 and #3 - proglide (part #12673-03; lot #930076h) are being filed under a separate medwatch MFR number.